Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely taking into account the limited information and the only in situ measurement show ten channels in hi status and two in hsc? . However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Despite requested no further information could be obtained.

Event description:
Device malfunction is observed. No specific trauma was reported. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction is observed. No trauma occurred. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Device malfunction is observed. No specific trauma was reported. The user has been re-implanted.